Event description:
Healthcare professional reported a lap-band system band slippage when the patient was presented with "heartburn and trouble swallowing." The entire lap-band system was explanted and replaced.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned for analysis. Based upon the catalog number, serial number, and implant date provided the connector type is assumed to be a taper ii. Band slippage, dysphagia, and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.